Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the asymptomatic patient presented in clinic. No changes were made. The implantable cardioverter defibrillator (ICD) was just being monitored. The patient was stable before, during and after interrogation in clinic.